Event description:
It was reported that during a laparoscopic gastric bypass procedure, malformed staples were noticed after firing device. During the last firing of device, one of the outer rows of staples were not formed. The surgeon over-sewed staple line to complete the case. No pt consequence was reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.